Event description:
Urinary catheter placed prior to a procedure. After the balloon was inflated, it was noted that there was no return of urine. Catheter removed with blood noted to the meatus. A urobag was placed. At the completion of the procedure, bloddy urine was noted in the urobag.